Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (300-over 400 mg/dl). To address the bg level, the infusion set site was changed, insulin injections administered and a bolus via the pump was delivered. When the customer was in school, the school nurse would administer the insulin injection. The cause of the high bg events was not known. The contact reported that some of the high bg events occurred when the customer was ill. As the high bg events had occurred in the past, tandem technical support advised the contact to discuss the events with a healthcare provider.